Manufacturer narrative:
(B)(4). Foreign country: (B)(4). Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that an inspection member found debris in the sterile package. There was no patient involvement. Attempts have been made and additional information on the reported event is unavailable at this time.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
UDI: (B)(4). Reported event was confirmed by the returned product. Visual inspection of the sealed sterile pouch confirms there is an unknown piece of white debris. The seal was still intact. The ftir spectrum analysis of the white debris concluded that it is consistent with the ftir spectrum of polyethylene (pe). Review of the device history records identified no deviations or anomalies. Root cause of the reported event is the operator not following instructions during the manufacturing process. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.